Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: a pump with unknown serial number was not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: brand name: heartware ventricular assist system ¿ outflow graft, model #: unk / catalog #: unk/ expiration date: unk / lot#: unk, UDI #: asku, implanted date: (B)(6)c2018, explanted date: (B)(6) 2020, device available for evaluation: no, device mfg date: unk, labeled for single use: yes, (B)(4). This event was reported in the q1 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with after the ventricular assist device (vad) shut off and began alarming. It was suspected that the vad had completely thrombosed due to the patient's prothrombotic state leading to vad failure. There was a mobile clot in inflow cannula and complete thrombosis of the outflow graft. The patient was treated with anticoagulation intervention. The ventricular assist device (vad) and outflow graft were explanted. No further patient complications were reported as a result of the event. This event was reported in the q1 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.